Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d, implanted: (B)(6) 2017; 5076-52, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited undersensing on two beats during a treated episode of ventricular fibrillation (vf). The rv lead remains in use. No patient complications have been reported as a result of this event.